Event description:
As reported per clinical trial (B)(6): on (B)(6) 2024, the subject patient underwent an exploratory primary laparotomy, low anterior and small bowel resection, partial hepatectomy, omental pedicle flab secured in pelvis with concomitant partial colectomy, appendectomy, hysterectomy and oophorectomy, during which a bard/davol phasix mesh was trimmed, placed in onlay fashion and secured with absorbable monofilament 3.0 pds sutures. A 3cm overlap in all directions was achieved. The midline fascia was completely closed with slow absorbable monofilament 0 pds sutures. Skin closure was achieved using staples. On (B)(6) 2024, the subject patient was diagnosed with surgical site infection and required medication. Patient had 1 staple removed and midline probed in inferior area with small amount of pus- packed with gauze. A CT scan of abdomen and pelvis on showed no abdominal or pelvis abscess. Keflex was switched to cefazolin IV. On (B)(6) 2024, the subject patient was seen in clinic and the lower part of the incision still appeared erythematous. Augmentin was prescribed to treat possible superficial infection. Patient is scheduled to be seen again on (B)(6) 2024. The reported adverse event (surgical site infection) has been assessed per clinician as possibly related to the study device, possibly related to the procedure and not recovering/resolving. The ae has been assessed as mild in severity. The reported ae does meet the definition of a sae (serious adverse event) and does not meet the definition of a uade (unanticipated adverse device event).

Manufacturer narrative:
As reported, the patient was diagnosed with a surgical site infection post implant of phasix mesh. The clinician has assessed the patient¿s postoperative course of surgical site infection as possibly related to the study device and procedure. However, based on the information provided, no conclusion can be made as to the degree to which the implant may have caused or contributed to the patient¿s postoperative infection. Review of manufacturing records shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january 2023. Infection is a known inherent risk of surgery and is listed as a possible complication in the adverse reaction section of the instructions-for-use supplied with the device. Additionally, the warning section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per clinical trial (B)(4): on (B)(6) 2024, the subject patient underwent an exploratory primary laparotomy, low anterior and small bowel resection, partial hepatectomy, omental pedicle flab secured in pelvis with concomitant partial colectomy, appendectomy, hysterectomy and oophorectomy, during which a bard/davol phasix mesh was trimmed, placed in onlay fashion and secured with absorbable monofilament 3.0 pds sutures. A 3cm overlap in all directions was achieved. The midline fascia was completely closed with slow absorbable monofilament 0 pds sutures. Skin closure was achieved using staples. On (B)(6) 2024, the subject patient was diagnosed with surgical site infection and required medication. Patient had 1 staple removed and midline probed in inferior area with small amount of pus- packed with gauze. A CT scan of abdomen and pelvis on showed no abdominal or pelvis abscess. Keflex was switched to cefazolin IV. On (B)(6) 2024, the subject patient was seen in clinic and the lower part of the incision still appeared erythematous. Augmentin was prescribed to treat possible superficial infection. Patient is scheduled to be seen again on (B)(6) 2024. The reported adverse event (surgical site infection) has been assessed per clinician as possibly related to the study device, possibly related to the procedure and not recovering/resolving. The ae has been assessed as mild in severity. The reported ae does meet the definition of a sae (serious adverse event) and does not meet the definition of a uade (unanticipated adverse device event). Addendum per additional information received: the reported adverse event (surgical site infection) has been assessed per clinician as recovered/resolved.

Manufacturer narrative:
As reported, the patient was diagnosed with a surgical site infection post implant of phasix mesh. The clinician has assessed the patient¿s postoperative course of surgical site infection as possibly related to the study device and procedure. However, based on the information provided, no conclusion can be made as to the degree to which the implant may have caused or contributed to the patient¿s postoperative infection. Review of manufacturing records shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january 2023. Infection is a known inherent risk of surgery and is listed as a possible complication in the adverse reaction section of the instructions-for-use supplied with the device. Additionally, the warning section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Addendum: this is an addendum to the initial MDR submitted to document that the ae has been recovered/resolved. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.